Event description:
It was reported that post-operatively the patient suffered pneumothorax confirmed via x-ray on the right ventricular (rv) lead. The patient went into the intensive care unit and later passed away due to unrelated causes to the abbott devices.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: coding should have been death not pneumothorax.